Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: the patient presented to the hospital with ¿hyperglycemia for 6 years¿. Oral hypoglycemic drugs, dietary control and exercise therapy were ineffective. 12u of insulin glargine injection was given subcutaneously. The nurse drew insulin as prescribed and injected subcutaneously after routine sterilization. During the injection process, it was found that the liquid leaked from the connection between the needle hub and the cannula, so the operation was stopped. Ae report no. (B)(4) call center didn't contact with customer successfully and do not acquire the information reported in the ae regulatory system. Material code found in the system is 328421. If any update will be sent by email. Sample availability: unknown sample availability details: unknown.